Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" inratio 3.6 and 1-2 days later, lab 4.4. Patient was hospitalized due to a fall and was tested in the hospital. Patient has an av malfunction in her stomach and her inr must be monitored very closely otherwise she bleeds. Patient's son reports there are some technique issues and sample difficulties.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: ng, inratio: 3.6, lab: 4.4, mean: 4.0, confidence limits: 2.3 - 5.7. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No product associated with the complaint is expected to be returned. As of 08/26/2009, 32 discrepant results complaints were reported for lot #080868 yielding a complaint rate of 0.010%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time as product deficiency was not established.